Event description:
It was reported that the patient's "battery recently died" and she was consulting her physician about get it replaced. It was noted that the patient's "symptoms returned 2 years ago when she had a bladder biopsy performed." It was noted that the patient had "frequency and pain symptoms." Additional information received reported that the patient had an end of service (eos) message on displayed on her device. It was noted that the patient "felt a jolt and go the eos message." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4). Product type: extension: product ID 3093-28, lot# j0527219v. Product type: lead: product ID 3031a, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was a dead battery. The patient had a return of frequency and urgency. The battery was replaced. Hospitalization was not required and the patient recovered without sequela.